Manufacturer narrative:
The manufacturer previously reported a ventilator failed to work. The device was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint was confirmed. During the investigation, the ac power inlet connection was found to have thermal damage external to the device. No thermal damage was found on the interior of the device or to the power supply. The device was evaluated by the manufacturer's service center and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to work. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.